Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had intermittent black out and no image was displayed, during preparation for use. It was noted, the field service engineer (fse) visited the facility and confirmed the reported issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility (see section b5), correct the following sections d8, d9, and h3, and to provide the initial device evaluation results. The monitor was returned to olympus for evaluation. The evaluation confirmed the defects reported by the customer. The monitor was unable to boot up and buttons were not functioning. The root cause cannot be conclusively determined at this time. The investigation is ongoing, and this report will be supplemented accordingly when new information becomes available.

Event description:
Olympus was further informed that the procedures being performed were diagnostic and therapeutic esophagogastroduodenoscopy and endoscopic retrograde cholangiopancreatography. The procedures were delayed by 10 minutes, as the user tried to turn on the monitor several times. The procedure was started when the monitor was turned on and was completed using the same device. There was no patient harm reported.